Event description:
During the procedure, the physician used a wilson-cook 48 french savary gilliard dilator to dilate a stricture in the patient's esophagus. A prepositioned savary wire guide was not in place at the time of the dilation. The dilator was advanced with the stylet in place, which caused a perforation of the esophagus. The patient developed subcutaneous emphysema requiring intubation and surgical removal of the stylet and repair of the esophagus. Two days after surgery, the patient developed sudden hypotensive episode and expired.